Event description:
Consumer reported complaint for error message (e-3). Customer also reported complaint for the truedraw lancing device - additional report reference number: (B)(4). The customer feels well and did not report any symptoms. Customer stated that he had contacted his doctor due to the error message; no further information was provided by the customer regarding doctor contact. During the call, a blood test was performed by the customer and produced e-2 error message using true metrix meter. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 12/18/2022 and test strips were opened five days prior to call. Customer had stated he believed that he is not getting enough blood, and that it is due to the lancing device; customer declined replacement of true metrix meter and test strips.

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4): truedraw lancing device. Adverse event report is being submitted due to customer contacting doctor due to error message (e-3). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 06-dec-2021 to ensure the initial concern is resolved - able to establish contact with customer who stated the initial issue has been resolved and he is comfortable with the glucose readings from the product.